Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was intermittently responsive for several months and then on the night of (B)(6) 2012, the ok keypad button was sticking. It was noted that the ok keypad button was sticking for one day. The patient stated when the ok keypad button was sticking, it would act as though it was being pressed and then cause scrolling. The pump would reportedly keep scrolling through a bolus without user intervention and then would give 0.0 bolus units. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifting and peeling around the down arrow and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed all keypad buttons were found to be responsive. There was evidence of keypad contamination found under all key contacts. The reported complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.